Event description:
It was reported that the pump of this inflatable penile prosthesis was not inflating the device. The device had fluid loss. The device was removed and replaced. No patient complications were reported.